Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the insulation of the monopolar curved scissors (mcs) instrument was damaged, and the small orange area above the mcs tip cover seating part was exposed. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the problem was detected prior to the procedure, pre-anesthesia. The problem was resolved by using another mcs instrument. The procedure was completed successfully.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a scratched tube extension. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.